Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the patient information was not available. A technical support specialist determined that the customer had verified that there were no adt events in epic and that vends occurred within the 7-day inactivity period for pyxis. Assistance was requested to verify whether the nursing staff were able to select the patient profile in pyxis, and to perform visit reconciliation for the two profiles if needed. The customer had confirmed that there was an issue with the user, and the case was to be closed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary patient was not showing in cabinet. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.